Manufacturer narrative:
Results: the jet7 was kinked approximately 27.0 cm, 29.5 cm, 64.0 cm, 95.0 cm, 119.0 cm and 132.0 cm from the hub. Conclusions: evaluation of the returned jet7 revealed kinks along the length of the device. If the device is forcefully mishandled during preparation for a procedure, damage such as kinks may occur. Some of the kinks may be incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure using a penumbra system jet7 kit, the physician found that the tip as well as the proximal end of the penumbra system jet 7 reperfusion catheter (jet7) were kinked. The jet7 was, therefore, not used in the procedure. The procedure was completed using a different device.